Event description:
Edwards learned of a stenotic mitral valve in the tricuspid position that required valve-in-valve (viv) intervention after an implant duration of nine (9) years. Patient was treated via implant of a transcatheter valve within the existing valve. Patient was reported as stable.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.